Manufacturer narrative:
H3 : analysis of the device found that the unit came in with a software failure. H6 : fdr c10 , fdc d1102 and img : g02010 codes appliable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6)/214660262, ubd: , UDI#: (B)(4) h3: analysis of the device found that the unit came in with pcb failure , bad decal and loose clips. H6 : fdr c02 / c07 , fdc d1102 and img : g02005 / g0405204 / g04080 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the system started up with "main board failure" message with red-x on screen. Site then tried to reboot system and on the fourth try, the system started successfully, but system was not producing any responses; no output once got started. There was no patient impact.